Event description:
A physician has had fourteen occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 9/2/1999. The pt subsequently developed what the surgeon describes as moderate vitritis w/recurring glaucoma (150 days) leading to vit tap 9/3/1999 and subsequently an explant of the lens 10/5/1999 (the lens was not replaced). The surgeon has stated does not believe these reactions are lens related.

Event description:
A physician has had fourteen occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 1999. The pt subsequently developed what the surgeon describes as moderate vitritis with recurring glaucoma (150 days) leading to vitrous tap 09/23/99 and subsequently an explant of the lens 1999 (the lens) was not replaced. The surgeon does not believe these reactions are lens related.